Event description:
Baxter affiliate reports that one patient died suddenly after the dialysis session (number of hours after session unknown). No further information available.

Event description:
Baxter affiliate reports one incident of a patient death occurring 2 hours into the dialysis treatment. Pt complained of pain on the right side of the chest with normal blood pressure values. Pt vomited profusely, lost consciousness, exhibited bradycardia and subsequent cardiac and respiratory arrest. Resuscitation efforts were unsuccessful. No further information available.